Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the emergency room visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Between (B)(6) 2026, a patient experienced a medical event involving the omnipod 5 system while residing in dubai during relocation from the french market to the uae market. At the time of the event, the patient was using a french controller as part of the system configuration. The patient reported persistent hyperglycemia with rising blood ketone (acetone) levels despite insulin correction attempts. Follow-up information indicated that impaired insulin delivery was associated with a bent pod cannula. The patient replaced the pod, administered insulin, and subsequently sought emergency medical care, where treatment consisted of intravenous normal saline and monitoring of blood glucose and ketone levels. No alarms, error messages, or abnormal behavior associated with the controller were reported. No malfunction, performance issue, or contribution from the controller was identified or alleged in connection with this medical event. The controller was referenced solely in the context of system use during cross-market transition and later discussed regarding sensor compatibility (g6 versus g7) following relocation. (Insulet reference numbers: (B)(6)).